Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The gel fired when the 5 volt line within the monitor touched the gel fire pin within the electrode belt connector. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.

Event description:
A male patient contacted lifecor customer support to report that he had gelled his electrode belt. The patient stated that he had changed his garment recently and afterward, it continued to alarm. He could not state specifically which alarms had occurred. Shortly thereafter, he went to take a shower and he unscrewed the electrode belt from the monitor because he could not get the alarms to stop. When he got out of the shower and was screwing the electrode belt back into the monitor, the device gelled. The patient was not wearing the device and the device never alarmed. A lifecor patient services representative (psr) went to the patient and exchanged his electrode belt.